Manufacturer narrative:
Device unique identifier (UDI) ¿ (B)(4). Approximate age of device ¿ 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a driveline infection, with increase drainage noted on (B)(6) 2016. The patient was started on an unspecified dosage of doxycycline for two days. Culture of the driveline site was positive for staphylococcus aureus. On (B)(6) 2016, the patient had increasing erythema. Infectious disease was consulted and the patient's medication was changed to IV vancomycin and IV tobramycin for four days.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the infection is ongoing. The patient was placed on antibiotic therapy for suppression. A computerized tomography (CT) scan performed on (B)(6) 2016. No loculated or drainable fluid collection was present and no surgical procedure or drainage was performed. As of (B)(6) 2016 patient was on unspecified dosage of oral rifampin and keflex. The patient is to remain on oral suppression indefinitely.